Event description:
The customer reported that following a diagnostic catherization on 3/15/99 an angioseal was deployed in the pt. On 3/23/99, the pt returned to the physician's office complaining of pain in the right groin at the puncture site. The pt was admitted to the hospital for a "football sized" cellulitis of the right groin. An mra and ultrasound were performed and results were negative. Blood cultures were also negative. No wound culture was obtained. The pt's white blood count was 7.2 (neg shift). The pt was afebrile. A small hematoma was noted in the chart, but it was unclear as to whether the hematoma was present prior to deployment. The nurse's notes state that an angioseal was used. The physician is unsure if it was a vasoseal that was used. Only the device was mentioned in his notes. The pt was admitted to the hospital for three days of IV unisyn and discharged with augmentin. No further complications were reported.